Event description:
It was reported that bd max¿ system, bd max¿ instrument multiple false positive c glabrata and bv results only on side a has occurred. All c glabrata false positives are associated with a true tv positive result that is coinciding. The following information was provided by the initial reporter: during verification runs of vag panel assay, customer is getting multiple false positive c glabrata and bv results only on side a. All c glabrata false positives are associated with a true tv positive result that is coinciding.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they had multiple suspected false positive results for multiple assay targets while running the vaginal panel assay. The customer run file database was provided to bd service specialists and quality for further analysis, which revealed evidence of fam to vic optical signal crosstalk. Bd service specialists determined that the instrument issue was unable to be resolved in the field. The customer was approved for a full instrument replacement. This complaint is confirmed by service and quality. The root cause was determined to be an optical issue with the readers. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of fam to vic optical crosstalk when samples with a high concentration of tv are tested. Device history record review was conducted for the instrument (B)(6) and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Service history review was performed for the instrument (B)(6), and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
PMA/510k info: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument multiple false positive c glabrata and bv results only on side a has occurred. All c glabrata false positives are associated with a true tv positive result that is coinciding. The following information was provided by the initial reporter: during verification runs of vag panel assay, customer is getting multiple false positive c glabrata and bv results only on side a. All c glabrata false positives are associated with a true tv positive result that is coinciding.